Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the device¿s knife was difficult to advance and the lens were disengaged. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.